Event description:
A dealer has called to report a nursing home resident reported to him that the batteries stopped charging and the charger many have over heated. In speaking with the reporter additional information included that when the batteries were removed there was an apparent burnt smell inside. A loaner wheelchair has been issued to the end user until repair is completed. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51pr, serial number/date code (B)(4) is approximately 1 year, 5 months old. The owner's manual part number 1125085, rev.j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.